Manufacturer narrative:
The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause for the event cannot be determined.

Event description:
It was reported that after placement of an embolization coil in a left posterior communicating artery wide neck aneurysm, the coil did not fully detach. The coil was secured in the left internal carotid artery with two (2) additional stents. There was no reported patient injury related to the hypersoft coil. There were no focal deficits observed post-operatively and at the 6-month follow-up examination.